Event description:
Spontaneous communication from patient stating her pump malfunctioned with no disposable alarm. Patient has 12 affected cassettes from cassette recall (lot number: 4329614, expiration date unknown). Serial number of pump: 427660, due date unknown. Patient was able to switch to backup pump, but did experience some shortness of breath when pump originally malfunctioned, but resolved when she switched to working pump/cassette. It is unknown what lot number of cassette was in use when pump alarm occurred. It is unknown if the pump or the cassette were the cause of the issue. Both pump and cassettes were replaced. No other information known. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking info is not available. Photographs were not provided. This is a continuous info. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is unk. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes, pt had shortness of breath; if yes, was any medical intervention provided? No; pt successfully switched to backup pump. Is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to cvs/caremark by pt/caregiver.